Event description:
It was reported that syringe flu plus 0.25-1ml var dose 25x1 plunger was loose and leaked on 2 occasions. The following information was provided by the initial reporter: the report outlines that there was a fault with the plunger and that the syringe was loose. The device leaked which led to a loss of dose as the dose was being drawn up.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-14 . H6: investigation summary a device history record review was completed for provided lot number 2011409. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected syringe was returned for evaluation by our quality engineer team. Through examination of the sample, the plunger rod component was found to have slight damage in the plunger lip location. We have concluded that the reported issues resulted from the damaged plunger lip. This type of product damage may occur during the handling of the product through the manufacturing process or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 25x1 plunger was loose and leaked on 2 occasions. The following information was provided by the initial reporter: the report outlines that there was a fault with the plunger and that the syringe was loose. The device leaked which led to a loss of dose as the dose was being drawn up.